Manufacturer narrative:
(B)(4). Date sent: 1/2/2025. Photo analysis: this is an analysis of a photo submitted to for evaluation. During the visual analysis, the following was observed: the photo shows some staples on a gauze; two staples can be seen properly formed and three can be deformed as if they were removed. Please note the following instruction for use: ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2024. Additional information was requested, and the following was obtained: 1. Did the surgeons dial-ed down again to check if its finger tight after 15 sec of compression. A. The surgeons waited 15 sec. -or at least close to it- and check if the knob is still tight before firing. 2. Were the donuts and air-leak test ok? A. Donuts were okay and air leak test is not regularly performed at amc (not a routine protocol). 3. For (B)(4) - it was mentioned that the staple legs did not form a b. A. May I understand if it is also on the posterior side? Or was it the cross staple area? B. Were they stick straight and not bent at all? 1. Below is that malformed staple picture. But surgeon was not sure about if staple is from ecp or not. (He use signia with ecp). 2. Because the leaks were observed 2-3 days after the surgery, they did re-op and found these malformed staple around the anastomosis. So it is unclear to them whether it is from ecp or signia.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Clarification is needed on what procedure was done. Where the malformed staples on rectal staple line or on the circular staple line? What device was used to divide the distal rectum? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? How was the leak addressed? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a lap abdominoperineal resection, 2 days later, a leakage occurred and the surgeon found opened anastomosis site(some staple legs stand without b-shape formation) in re-operation.